Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm (suspected inflammatory aneurysm) using gore® excluder® conformable aaa endoprosthesis and gore® molding & occlusion balloon. During procedure, angiography showed a type ia endoleak, and balloon touch up was performed using a gore® molding & occlusion balloon catheter (mob) to resolve the endoleak. However, as the endoleak remained, balloon touch-up was performed again with more force. The procedure was completed confirming that the endoleak was resolved. The patient tolerated the procedure. On (B)(6) 2023, prior to discharge, CT showed dissection to the descending aorta, and the entry was found in the left renal artery. Since the patient had no symptoms and the aortic diameter had not changed compared to before the endovascular treatment, the discharge was postponed for another week so the patient can be monitored, and if there is no change with the CT one week later, the patient will be discharged. The physician reportedly stated: there was a type ia endoleak during the initial procedure, and the dissection may have been caused by strong balloon touch-up using the mob to resolve the endoleak. The clinical specialist stated: since the aneurysm was suspected to be inflammatory aneurysm, it may have been better to suggest an additional implantation of a stentgraft, not performing touch-up.

Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.